Event description:
The customer was hospitalized for high bgs and dka. The customer had gastro intestinal problems. Customer stated that they forgot to reconnect from prior day and woke up with high bgs. Bgs were treated and still were high. The customer stated that they did not follow the high bg rule. Troubleshooting was performed. The high-pressure test was performed and passed. The customer stated that the cannula was bent for the last infusion set removed.